Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown as the reader serial number is incomplete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the freestyle reader was left in the car and saw that it was raising smoke by high temperature. Customer reported that visible smoke was observed. There was no report of death, serious injury or mistreatment associated with this event.